Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient had experienced a high blood glucose event on (B)(6) 2026, the blood glucose had remained high for one to two hours and the high blood glucose had been treated with insulin administered via the pump.